Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a surgical repair of adhesions on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent utis, urinary retention requiring self-catheterization, muscle spasms in lower back, bleeding, dyspareunia and adhesions. It was reported that patient underwent repair of ventral hernia with insertion of mesh (sepramesh ip composite) on (B)(6) 2013 by dr. (B)(6) due to ventral hernia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. Concomitantly, the patient underwent a transvaginal hysterectomy.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent total vaginal hysterectomy, anterior repair, perivaginal defect repair on (B)(6) 2001 due to dysfunctional uterine bleeding and stress urinary incontinence. On (B)(6) 2001 the patient underwent a cystoscopy.